Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5040270) in united states on 18-may-2015 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2012. On an unspecified date, the consumer reported that she experienced major health issues after essure described as extremely heavy bleeding with large clots, autoimmune disease (fibromyalgia), severe headaches, itching, bloating, horrible cramps, and weight gain. Disability or permanent damage was mentioned as event outcome but not specified and /or assigned to one of the events. Ptc investigation result was received on 27-may-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 06-jul-2015: the required number of follow-up attempts has been completed, with no response to date. Follow up information received on 14-aug-2015: this follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4)): the consumer also experienced depression; she stated she was not able to work because of being sick. She was 5 days post op lavh (interpreted as laparoscopic assisted vaginal hysterectomy). Case upgraded to incident. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who experienced extremely heavy bleeding with large clots after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy. This event, interpreted as genital bleeding, is listed in the reference safety information for essure. Genital bleeding may occur during and following essure micro-insert placement procedure. In this case, no alternative explanation was provided. Considering event's nature, a causal relationship with the suspect insert cannot be excluded. Additionally, consumer stated she developed an autoimmune disease (fibromyalgia) (serious, unlisted event). Considering the pathophysiology of this event and given essure local action at fallopian tubes, causality is considered very unlikely. This case was initially regarded as non-incident. However, upon receipt of follow-up information, it was upgraded to incident, since device removal was required (hysterectomy performed). Other non-serious events were also reported. The product technical complaint investigation concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information could not be obtained.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up information received on 01-oct-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case# FDA-2014-n-0736-1397). The consumer reported essure was inserted in 2012, when she was (B)(6), because it was non hormonal. Over almost 3 years her health declined rapidly; she developed fibromyalgia, daily pain and bloating, heavy periods with huge clots, chronic fatigue along with many other symptoms. She stated that lost time with her kids and grandkids, clients from a job, her bank account, and almost her sanity. In (B)(6) 2015, she met a physician who agreed to give her a complete hysterectomy at age (B)(6). The essure coils were perfectly placed; no perforations or migration and she had no endometriosis or cysts. She reported all of her symptoms were gone within a few days after surgery. She mentioned that she thinks that essure was poisoning her. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who experienced extremely heavy bleeding with large clots / heavy periods after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy. This event is listed in the reference safety information for essure. Genital bleeding and menses pattern changes may occur during and following essure micro-insert placement procedure. In this case, no alternative explanation was provided. Considering event's nature, a causal relationship with the suspect insert cannot be excluded. Additionally, consumer stated she developed an autoimmune disease (fibromyalgia) (serious, unlisted event). Considering the pathophysiology of this event and given essure local action at fallopian tubes, causality is considered very unlikely. This case was initially regarded as non-incident. However, upon receipt of follow-up information, it was upgraded to incident, since device removal was required (hysterectomy performed). Other non-serious events were also reported. The product technical complaint investigation concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.